Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - biomet fixed cruciate tibial plate 79mm interlok - with locking bar, catalog #: 141235, lot #: j6114048; vanguard cruciate retaining lipped tibial bearing 12mm x 79/83mm, catalog #: 183562, lot #: 161650. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001825034-2019-03500, 0001825034-2019-03501. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address infection less than seven (7) months post-operatively. Initial operative notes identified that knee arthroplasty was completed successfully. Minor intraoperative bleeding was noted, but no blood transfusion was required. Revision operative notes identified that the patient underwent a 1st-stage revision of the left knee. Intraoperatively, a large amount of inflamed tissue was found in the knee. The prostheses showed no sign of looseness, but were removed and the wound was irrigated for thirty (30) minutes. Spacers were placed and the patient was later discharged in stable condition. No further information is available.